Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lo. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -10.5/3.5/091 (sphere/cylinder/axis), implantable collamer lens was implanted horizontally into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was replaced vertically with a same size , similar diopter lens due to refractive surprise. The problem was not resolved. See MFR # 2024-01359 for claim against the initial lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial with residue on the lens. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).